Event description:
The facility reports during transfer of the patient from the bath to the wheelchair, the patient rolled, bringing their head to their knees. The carer, worried that the patient would hit their head on the jib, brought the patient back into a lying position. During this action, the left shoulder clip became detached from the jib, and the patient fell backwards onto the floor. No injuries were reported.